Manufacturer narrative:
The subject device has not been returned to omsc. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a surveillance culturing test on (B)(6) 2018 by the facility, the subject device tested positive for candida glabrata (3cfu/plate) and candida parapsilosis (3cfu/plate). It was also informed that the subject device tested positive for pseudomonas aeruginosa (1cfu/plate) and candida parapsilosis (1cfu/plate) in the additional surveillance test on (B)(6) 2018. The subject device had been disinfected using an olympus automated endoscope reprocessor model minietd2 (not available in the u.s.) With peracetic acid. There was no report of infection associated with this report.